Event description:
During follow up, low pacing impedance and noise were observed on the right atrial lead. Provocation testing was performed and no noise was reproduced. No intervention was performed at this time. The patient was in stable condition.